Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. There was wire lumen buckling. Functional testing using an inflation device filled with water to inflate the balloon to the rated burst pressure resulted in slow inflation and water coming out from the tip. Further analysis revealed a perforation in the wire lumen that contributed to the slow inflation and resemblance of a balloon burst. There was no damage to the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. There was no indication that the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion located in the severely tortuous and severely calcified right coronary artery (rca). A 12mm x4.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, upon the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion located in the severely tortuous and severely calcified right coronary artery (rca). A 12mm x4.50mm nc quantum apex" balloon catheter was advanced for dilatation. However, upon the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.